Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was in the rewind loop. The drive support cap appears normal. The customer was assisted in removing the battery and resetting the pump. The issue was not resolved and the customer was still stuck in the rewind process. Customer¿s blood glucose was unknown. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. Device primed properly. (B)(4).